Event description:
It was reported the patient has to stop to catch their breath when they run up stairs. It was noted, as if the pacemaker has to catch up to the patient. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.